Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade hip. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient called stryker stating she has a failed accolade hip that requires a revision surgery. Patient stated they have a failed fusion due to metallosis. Patient is scheduled for a revision surgery to be done on (B)(6) 2015.

Manufacturer narrative:
An event regarding altr involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pathology report, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient called stryker stating she has a failed accolade hip that requires a revision surgery. Patient stated they have a failed fusion due to metallosis. Patient is scheduled for a revision surgery to be done on (B)(6) 2015 update: patient had right hip replacement in 2010. Patient developed hip pain. Revision of head and poly liner performed.

Manufacturer narrative:
A second supplemental report is being submitted on 5/4/2017 to document additional patient information.

Event description:
Patient called stryker stating she has a failed accolade hip that requires a revision surgery. Patient stated they have a failed fusion due to metallosis. Patient is scheduled for a revision surgery to be done on (B)(6) 2015 update: patient had right hip replacement in 2010. Patient developed hip pain. Revision of head and poly liner performed.